Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they would fly a lot. They flew 6-7 times a year. Last year one time they felt like electricity on their back twice. Two minutes later they felt it again. They told the manufacturing representative (rep) and doctor and they told them they don't know why it occurred and to turn the therapy off when flying. The next time they flew they didn't shut it off and it didn't happen.